Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was broken and a piece was stuck in the drive shaft of the attachment device. The assignable root cause was determined to be due to misuse from side load being applied to the cutter. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The catalog number and the lot number were unknown. Therefore, common device name, device product code, 510k number and device manufacture date were unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that during an unspecified neuro surgery, it was observed that the attachment device came apart into pieces while in use with a motor device that was getting hot. It was reported that all pieces were retrieved and none were left in the patient. It was further reported that there was a fractured burr device in the attachment device. There was a slight delay in the surgical procedure as identical spare devices were available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.